Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Upon visual inspection, the instrument was found to have mechanical indentations on the proximal clevis. In addition, the instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.085¿ - 0.323¿ in length, and were not aligned with the tube axis. These failures are most commonly caused by mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image, or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the instrument log for the tenaculum forceps (part# 470207-10/ lot# n10191202-0099) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system sk3594. The alleged event occurred on the final use of the instrument. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that during a da vinci-assisted partial myomectomy surgical procedure, the tenaculum forceps instrument had broken wires. The procedure was completed with no reported injury.